Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose. The customer reported blood glucose value of 700 mg/dl. The customer reported hyperglycemia, diabetic ketoacidosis, headache, muscle weakness, polydipsia, viral infection, and malaise treated with hospitalization: overnight stay, insulin pump (subcutaneous insulin infusion), IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-1780kl, unomedical, mmt-332a. The customer reported high bgs. It was unknown whether the auto mode feature was active or not at the time of the event and also unknown whether the customer was using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. Mmt-1780kl was requested and the customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 11-jun-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 11-jun-2024 listed on smartsolve. Dailytotalcollectionstarttime = 06/11/2024 00:00:00.000 dailytotalofallinsulindelivered = 49.25 dailytotalofbasalinsulindelivered = 49.25 dailytotalofbolusinsulindelivered = 0 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump errors/alarms noted 1 week prior to the event date 11-jun-2024 in the formatted history file. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a partially broken battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a broken belt clip rails. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.